Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report.

Event description:
In this event it was reported that the tip of a micro-miniature light wire cutter separated; there is no indication that injury resulted.